Event description:
We checked the ventilator find that self test failed with alarm 331001 in software 2.0.2. But after update software 2.0.5, self test failed with alarm 231036 and 341009.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause has not been investigated in detail. There was no patient harmed.